Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a system infection. The physician had noted the implant area had been inflamed and had multiple hematomas. The physician suspected the patient may have also had a metal allergy to their system as well. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.